Event description:
Ticu pa [trauma intensive care unit physician assistant] reports issue with safe-t-centesis drainage tray. Pa reports when needle inserted, no ascites fluid comes out through catheter system, but when catheter system removed from needle, ascites comes out.